Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had "symptoms and concerns about the device." The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.